Event description:
The customer initially reported that their device had its service wrench illuminated. After an evaluation of the device download, it was observed that the internal hlc batteries of the device had previously been depleted which could lead to a failure to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
The device was returned to the third party service agent and evaluated where the reported issue was confirmed. The customer requested that the device be returned, unrepaired. Physio-control did recommend the customer replace their device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.